Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A hospital in the (B)(6) reported a surgeon was unable to lock a pfna blade into the pfna. The surgeon reportedly could not remove the blade and he left it in the patient. This report is #2 of 2 for the same event.